Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient and it was reported that the patient's ins that was implanted on (B)(6) 2017 was replaced with a new ins on (B)(6) 2017 and repositioned so the ins was closer to the patient's skin for ease of charging the ins.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and non-malignant pain. It was reported that after the patient had their ins replaced, they felt a surge in their therapy coverage starting on (B)(6) 2017. They indicated that it occurred whenever they moved even slightly. It was reported the nurse practitioner was able to elicit the surging sensation when they palpated the ins pocket area. Technical services reviewed that there may be a connection issue at the ins. It was also reported that the patient had once felt a shock at their ins pocket location on (B)(6) 2017, which was stated to most likely be related to the surge in their therapy coverage issues. The rep reprogrammed the ins and were going to discuss the issue with the patient¿s doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the patient was doing extremely well, had great coverage, and no longer had the surging sensation. It was not determined what was causing the surging. The patient¿s weight was unknown. No further complications were reported/anticipated.